Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief. The patient consulted another neurosurgeon and will be proceeding with an explant of the evoke scs system. At the time of this report, no additional information of the explant procedure is available to saluda. Saluda representatives are not expected to be consulted further on this event.

Manufacturer narrative:
Additional information: section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The evoke scs system was not returned to saluda for analysis. The device logs were reviewed, and no anomalies were identified. The root cause of the inadequate pain relief cannot be definitively determined. The evoke scs system surgical guide details the potential risks associated with the implantation and use of a spinal cord stimulation system, including ¿inadequate pain relief following system implantation and the patient may require surgery (including revision, explant, and replacement) as a result.¿